Event description:
Senseonics was made aware of an incident where user reported being unable to link the sensor, requiring a return visit to the hcp for an additional procedure, as the new sensor could not be linked even after a transmitter replacement. After escalation to next level support, the user was referred to the hcp for assistance in locating the sensor and determining next steps, including possible removal and replacement of the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Senseonics was made aware of an incident where user reported inability to link the sensor, requiring a return visit to the hcp for an additional procedure, as the new sensor could not be linked even after a transmitter replacement. After escalation to next level support, the user was referred to the hcp for assistance in locating the sensor and determining next steps, including possible removal and replacement of the sensor. The hcp did an ultrasound and no sensor was found. The hcp mentioned that probably the sensor did not get deployed during the insertion procedure. The hcp was educated to always check the insertion tool to confirm sensor loading and deployment. Based on the available information and based on the evaluation of similar incidents , it is possible that the original sensor either fell out of the insertion tool during the procedure or remained inside the sensor holder of the insertion tool without being noticed. As the insertion tool is single-use and was discarded, it was not available for evaluation. Therefore, the actual root cause of this incident could not be determined. B4.date of this report 23 jan 2026. G3.date received by the manufacturer? 23 jan 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.